Manufacturer narrative:
Since the subject device in this report was not returned to olympus medical systems corp. (Omsc), omsc could not evaluate the reference device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an uncertain procedure, the subject device was used. The necrosis of the trachea occurred in two cases. No further information was provided. Omsc is trying to get additional information about this event from the hospital, but omsc has not got any additional information. This is the report regarding the second case. Another report regarding the first case is going to be submitted separately.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00462 to provide additional information. Olympus medical systems corp. (Omsc) tried to contact with the surgeon to gather additional information, but could not gather additional information. The manufacturing records were reviewed retrospectively for six months from the event date since the lot number of the subject device was unknown, and found no abnormality related to the referenced phenomenon. Omsc could not conclusively determine the exact cause, because the subject device was not returned and the reported phenomenon could not be confirmed.